Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the following results on the aviva system: 12.6 mmol/l at 5:54 am 13.8 mmol/l at 05:56 am 6.4 mmol/l at 06:02 am 6.1 mmol/l at 06:05 am. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.